Event description:
Customer reports that: "valve was not working and had to be explanted. No other details available."

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.